Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead was subsequently surgically abandoned and successfully replaced with a new rv lead. No additional adverse patient effects were reported. This rv lead is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.